Manufacturer narrative:
B3: event date is unknown d1, d2 <(>&<)> d4: product identifier is unknown, g4: product identifier is unknown, hence 510k# is not available. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior fusion at t8-pelvis level. It was reported that postoperative x-rays from a clinic visit, identified rod fractures during measurement protocols. Postoperative x-rays measured during the review noted that the left rod was fractured above the s1 screw and that both rods were fractured. Both rods remained implanted after the fractures.